Event description:
It was reported by service report that the retaining post top screw was broken off. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: retaining post top screw.